Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that prograsp forceps instrument was unable to be removed from the trocar. The surgeon ended up removing the trocar with the prograsp forceps still inserted, as the trocar and instrument could not be separated. The instrument was sent to sterile processing still in the trocar to be separated. The condition of the instrument was completely intact prior to being sent to sterile processing; it appears that the force required to remove the instrument from the trocar caused significant damage to the instrument. The procedure was completed with no reports of patient injury. On (B)(6) 2023, intuitive surgical, inc. (Isi) received mw5115723 stating: "during a robotic chole, the prograsp was unable to be removed from the robotic trocar. The surgeon ended up removing the trocar with the prograsp still inserted as the trocar and instrument could not be separated. The prograsp was sent down to spd still in the trocar for spd to separate them. There were no deviations in care and no harm to patient caused, and the procedure was completed as planned." Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted no fragments fell into the patient.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument could not be removed from the trocar, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken main tube. A piece measuring approximately 0.150" x 0.229 was not returned with the instrument. Additional observation not reported by site: the clamping pulley cable grooves were found to have excessive amount of dried residue.